Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient went to ER in morning of (B)(6) 2016 complaining of shortness of breath and chest pain. The international normalized ration was 1.3 and she was not taking her coumadin, or other medications. The patient was released from the emergency room on lovenox 60mg twice daily. The emergency medical technicians were called and found her in full cardiac arrest. The attempted to resuscitate for 45 min; however, the efforts was unsuccessful. The patient has a history of non-compliance. Had history of pump thrombosis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the vad coordinator that the patient went to ER complaining of shortness of breath and chest pain. The emergency medical technicians were called and found her in full cardiac arrest. The attempted to resuscitate for forty-five (45) minutes; however, the efforts was unsuccessful. After review of available information, it does not appear that the death is due to device performance issues. It is likely that clinical factors such as the patient existing comorbidities, clinical status, and coagulation status could have contributed to the event. The patient's reported inr was 1.3 which is not the optimal value for a patient on vad therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines).there are patient, procedural and pharmacological factors that may have contributed to this event.